Manufacturer narrative:
The customer's complaint of "the autopulse platform (serial (B)(6)) displayed user advisory "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message" was confirmed during the functional testing and the archive data review. The technical investigation revealed the root cause of the ua45 as a malfunctioning integrated encoder gearbox, likely attributed to wear and tear. The autopulse platform was manufactured in 2017 and is six years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was noted. During further inspection, the clutch plate was found sticky, unrelated to the reported complaint. This issue is typically caused by sharp edges on the armature plate or burrs on the clutch rotor surface, likely due to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. The archive data indicated several ua45 around the reported event date, thus confirming the customer's reported complaint. The autopulse platform failed functional testing due to ua45 displayed upon powering up, thus confirming the customer's reported complaint. The root cause of the ua45 was a malfunctioning integrated encoder gearbox. To remedy the ua45 error, the integrated encoder gearbox needs to be replaced. Zoll is awaiting customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(6)) displayed user advisory "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. The customer would rotate the autopulse platform to home position and it would start to work but ua45 displayed once the lifeband was reset. No patient involvement.